Event description:
It was reported that the pump had flipped and caused the pump segment of the catheter to break. The pump segment was replaced and connected to the spinal segment that had been left in place. It was noted that the pump was not replaced, as it was still working. The next day, it was reported that the cause of the event was unknown. The patient did not have any symptoms, but a refill couldn¿t be performed because of the flipped pump. During the procedure, the pocket was revised and the pump was sutured down. At the time of report, the patient was doing well and was receiving effective therapy. The drug used in this system was unknown.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), product type catheter. (B)(4).